Manufacturer narrative:
Devices currently undergoing analysis.

Event description:
It was reported that revision surgery was performed. The reason for the revision is unknown.

Event description:
Occasional squeak, intermittent click. No definite subluxations or dislocations. 2012 walking well and painfree; 2013 onwards discomfort reported.